Event description:
It was reported that the bd syringe sterility was questioned. The following information was provided by the initial reporter: "this raises concerns regarding the sterility of the product and adds responsibility to the nurses. It appears bd made this change without working through the entire process to ensure the syringes are compatible with pumps." No further details provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. E.4. The initial reporter also notified the FDA on (B)(6) 2023. Medwatch report is mw5147984. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.